Event description:
The customer reported via our field service engineer that, the jack has failed. It is further reported that, the jack has dumped all of it's oil onto the floor. There was no pt involvement and there were no adverse consequences as a result of this event.